Event description:
It was reported that the pump¿s connector would not turn with or without a cartridge installed, preventing attachment and use, and the user replaced the connector, after which it operated without issue; blood glucose was not affected and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included troubleshooting and user education. Investigation of this case revealed that the replacement of the connector resolved the mechanical issue. It was concluded that the event involved a connector malfunction that was corrected by replacement, with no patient harm.